Event description:
1239- patient had rigors/ shaking all over her body. 1239- bp (blood pressure )-147/94 hr (heartrate)-78 r-16 temp-96.7 o2-97% 1240- (B)(6) fnp (family nurse practioner) notified and fnp instructed to give benadryl 25mg, pepcid 20mg, quzyttir 10mg IV, and tylenol 1000mg 1240-tylenol 1000mg given po 1246- benadryl 25mg IV, pepcid 20mg , quzyttir v 10mg given 1249- bp-160/100 hr-92 o2-98 % r-18 1253- bp-131/100 hr-88 o2-98 r-16 1303- bp0163/91 hr-80 o2-98 r-16 1315- patient rigors/shaking resolved and patient stated they do not want to recontinue due to being in emotional distress. 1316- medication wasted 76mls and patient received 124mls 1325- patient bp-156/80 hr-79 o2-98 temp-97 patient family member picked up patient. Fnp (B)(6). Instructed patient to go to the ER (emergency room) if any signs and symptoms of a reaction.